Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with lightheadedness and palpitations. An interrogation of the cardiac resynchronization therapy defibrillator (crt-d) revealed a ventricular tachycardia (vt) episode that was not successfully terminated. High right atrial (ra) lead thresholds and rising left ventricular (lv) lead thresholds were also observed. The crt-d and leads remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.